Event description:
It was reported by customer's physician that he had been hospitalized for vomiting due to high blood glucose levels and diabetic ketoacidosis. Blood glucose level was 465 mg/dl at time of hospitalization. Customer stated he had changed his infusion set the previous night and blood glucose levels started to rise shortly after. He was given intravenous insulin drips while hospitalized. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin pump alarmed during high pressure testing. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.